Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
It was reported that during a normal device change out when this device was being implanted, the patient had a heart attack while the physician was closing the pocket. Therapy in this new device had not been turned on yet in case the physician decided to use cautery. The patient was externally shocked and was revived. Therapy was turned on in the device and the patient was transferred to recovery. It was reported that the patient expired on (B)(6) 2019.